Event description:
Adverse event(s): "unplanned anterior vitrectomy" (vitrectomy). Posterior capsular tear (capsular bag tear, posterior). Product problem(s): "vit connector would not fit on" (fitting problem). The facility reported during an unplanned anterior vitrectomy, the vit connector would not fit on the system. The vitrectomy was being done because a posterior capsular tear had occurred secondary to case complications. The nurse was able to force the connector on and the case was able to be completed with no pt injury.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer had two syswash bottles with cracked valve bodies. The bottle in use was leaking slightly. The leak was confined to the instrument. No erroneous results were generated and no lab personnel were harmed. The field service representative replaced the valve body. He observed instrument prime and normal operation with no leaks.

Manufacturer narrative:
Investigation showed the crack might have been caused by syswash. The valve body is recommended to be exchanged every six months during preventative maintenance. The valve body was replaced and the issue was resolved. No injury due to the fluid was reported by the customer.